Manufacturer narrative:
Investigation: an investigation could not be performed due to the fact that we did not receive the complained screws. The screw drivers could be checked visually. Overall, the instruments are in a used but good condition. Slight abrasion but no damages could be found at the head of the screw drivers. Furthermore, the screw drivers (head of the screw drivers) have been checked by the manufacturing department with the calibrated gauge. This gauge is also in use during the production process. No deviation could be found. It was not possible to plug the screw drivers into the reject side, but it was possible to plug them into the good-side. Additionally the screw drivers have been re-measured. No deviations could be found. Batch history review: the lot number of the screws were not provided, therefore the batch history records could not be reviewed. The device history records have been checked for the plate (sc518t) and the screw drivers (sc432r) and found to be according to specification, valid at the time of production. There is no indication for a manufacturing error or material defect. No further complaints registered under those lot numbers. Conclusion and root cause: the mentioned failure is most likely patient or user related. Rational: due to the fact that we did not receive the complained product as well as any information regarding the lot number, a clear conclusion can not be drawn. According to the provided information, the patient suffered a osteoporosis, therefore we assume that this was the reason for the loosening of the screws. A hint regarding that contraindication can be found in the IFU. Furthermore, a hint can be found which screws should be used in the case of osteoporotic bone material. No CAPA is necessary.

Manufacturer narrative:
Exemption number: e2014018. Manufacturing site evaluation: evaluation on-going.

Event description:
Country of complaint: (B)(6). It was reported that a revision surgery was necessary because the hybrid plate and all 4 screws loosened post-op. The implantation was about 2 weeks before. It was not possible to take the screws out of the plate (using sc432r) - but in the end that was not the problem because all 4 screws were already loose anyway. We suspect that the screws are not long enough and the screw thread is not wide enough to guarantee the necessary stability in the bone. Components in use listed as concomitant devices are: sc402t / qunitex constrained screw 4.0x14mm; sc518t / quintex hybrid plate 1-level 34mm; sc432r / quintex screw driver.